Event description:
The customer reported that while the unit was in use on a patient, the unit generated "electrical test fails code #50" (motor speed out of specification). No patient injury was reported.

Manufacturer narrative:
One of pump assemblies was damaged. The company representative observed that the unit's compressor was defective. He replaced the unit's compressor assembly and calibrated the hall effect sensor. The unit was tested to factory specification. It functioned normally and was returned to the customer.